Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor siltex contour profile high 350cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 04/12/2018, mentor received additional information that the patient¿s explanted device was replaced with a mentor siltex contour profile high 350cc saline breast prosthesis. On 04/25/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. White and blue material were observed on the shell surface. During initial examination of the device, the product evaluation (pe) team observed a rent at the shell to patch junction. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and blue materials observed. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).